Manufacturer narrative:
The previously reported event of capsular contracture has been confirmed to be not device-related by the corresponding author. Therefore, we are un-reporting this event and concluding our investigation.

Event description:
Previous medwatch submission noted capsular contracture as a complication. The corresponding author stated on follow up that "neither myself nor my co-authors attribute the recurrence of capsular contracture as a causative effect of the use of strattice." This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Multiple attempts are being made for additional information, including lot numbers, tissue disposition and relevant patient factors; however, to date no additional information has been received. The lot numbers associated with these events remain unknown; therefore, an internal investigation could not be performed. No tissues were returned for evaluation. Based on the reported information, a relationship between the events and the strattice tissue cannot be determined. If additional information is received, a follow-up report will be submitted. Without identification of the lot number(s), a relationship to the strattice was not determined. This report concludes our investigation at this time.

Event description:
During a literature review titled, ¿a comparison of ovine-reinforced hybrid mesh (ovitex prs) with porcine acellular dermal matrix (strattice) in the treatment of advanced breast implant capsular contracture¿, abbvie became aware of a publication from the USA on a retrospective review of patients who underwent breast revision surgery for baker grade iii or IV capsular contracture with either strattice or ovitex from may 2016 to november 2023. Thirty breasts were treated with strattice and 59 were treated with ovitex. Post-operatively in the strattice cohort, the authors report capsular contracture reduction to baker grade I in 22 patients, baker grade ii in 7 patients, and baker grade iii in 1 patient. The authors report that 12 patients enrolled in the study with baker grade iii or IV capsular contracture were previously implanted with strattice. No other adverse events or complications were reported. The lot number (s) associated with this complaint were not reported.